Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loosening femoral, without augmentation and without stem with universal base plate and ts, inlay and short tibial stem. There was a medial sinking, but additionally with a consecutive fracture of the medial femoral condyle. Revision will be planned for next year.